Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. This occurrence is potential related to a contamination during assembly process. The production personnel from molding dep will be notified about this complaint. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that there were 2 packages with foreign matter in seal compromising the sterility with a bd plastipak¿ 20ml syringe luer slip. This was discovered before use. The following information was provided by the initial reporter, translated from portuguese to english: sterile packaging with dirt in the border (black).

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 packages with foreign matter in seal compromising the sterility with a bd plastipak¿ 20ml syringe luer slip. This was discovered before use. The following information was provided by the initial reporter, translated from (B)(6) to english: sterile packaging with dirt in the border (black).